Event description:
It was reported that the insulin pump had alarmed with an error after it had been submerged in water. The blood glucose reading was 101 mg/dl. The customer stated that after the alarm occurred, the device began beeping and went completely blank. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No alarm for an unexpected restart could be verified due to the blank display. The insulin pump had cracked display window corners, a cracked reservoir tube lip, minor scratches on the display window and a cracked display window.